Event description:
Trial. It was reported that 64 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a reintervention. The index procedure identified and treated four target lesions. Target lesion one was a 60% stenosed, ostial, bifurcated, mildly calcified lesion of the proximal lad (left anterior descending) measuring 3.0 x 10mm, which was treated with direct stenting using a 3.0 x 12mm taxus liberte drug eluting stent. Target lesion two was a 60% stenosed, ostial, bifurcated, mildly calcified, severely tortuous lesion of the proximal cx (circumflex) measuring 2.5x18mm, which was treated with direct stenting using a 2.5x20mm taxus liberte stent and post dilated with a guidant voyager 2.5x12mm balloon. Target lesion three was a 60% stenosed, ostial, bifurcated, mildly calcified lesion of the ramus measuring 2.5x14mm which was treated with direct stenting using a 2.5x16mm taxus liberte stent. Target lesion four was an 80% stenosed, restenotic, ostial, mildly calcified, moderately tortuous lesion of the 1st diagonal measuring 2.75x6mm, which was treated with predilation using a 2.5x12mm guidant voyager balloon, deployment of a 2.75x8mm taxus liberte stent, and post dilation with a 2.5x12mm guidant voyager balloon. The stents at target lesions one, two, and three all had proximal overlap. Each of the lesions had 0% residual stenosis following the procedure and the patient was discharged the next day on asa and plavix. A reintervention was performed 64 days following the index procedure due to 90% proximal edge restenosis of the proximal circumflex. The restenosis was treated with a taxus liberte drug eluting stent resulting in 0% residual stenosis. The patient was reported to be taking asa and plavix at the time of this event. The event was listed as "possibly" related to the study device. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.